Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving heparin (1250u/ml at 1250u/day) via intrathecal drug delivery pump. The indication for use was noted as cancer chemotherapy and liver, metastatic or primary. It was reported that the patient came into the clinic on (B)(6) 2019 because the pump was alarming. The patient had a refill and update done on (B)(6) 2019. The pump status was showing the pump was accidentally programmed to stopped pump mode and the active alarm was stopped pump may exceed tube set. The hcp reprogrammed the infusion mode and dose and updated the pump. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that there were two programmers and the nurse did not know which one was used. There were no further complications reported at this time.